Event description:
It was reported that during a vt ablation procedure, the irrigation port of the cool path duo catheter detached from the catheter handle. At the third rf delivery, an occlusion alarm occurred. The catheter was removed from the pt and the detached irrigation port was noted. The catheter was also leaking saline. The catheter was replaced with another cool path duo catheter of the same model and lot number and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the luer extension tube broken at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.